Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported following the implant procedure the patient experienced numbness in the lower extremities. As a result, the system was explanted. During the explanted it was noted a hematoma was present in the epidural space. The hematoma was removed. All patient symptoms have resolved following the procedure.